Event description:
It was reported that during arthroscopy procedure, the black insulation on the shaft of the ambient hipvac 50 ifs was chipping off parts. Some of those black parts were in the joint and were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not received, but six sample devices from the same batch were received for evaluation. A visual inspection found six sealed and unopened devices. The devices were opened and the returned instruments showed no manufacturing abnormalities. Insulation is intact and no deficiencies were observed. It was determined the device did not contribute to the reported event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Factors which could have contributed to the reported event include excessive force applied to the insulation by other surgical instruments. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, outside the patient, the ambient hipvac 50 ifs was chipping off parts, there were black parts in the joint in as well. It had a black insulation on the shaft and parts of it have detached and are in the joint where they were removed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.